Manufacturer narrative:
H3, h6: the system was serviced in the field and the door was closing, and system could complete a spin. The inner door covers were bent, and were catching on each other when the door was closed. Additionally, the lower and upper door cap were both cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the account said the gantry wouldn't close properly. No further information was provided, so no additional information could be gathered. There was no patient involvement.

Event description:
Additional information was received. The reason the door didn't close was due to damaged covers.

Manufacturer narrative:
Additional information added to section b5. Additional products added to d10. H6: additional annex a code added. Continuation of d10: product ID: bi71000135, lot number: unknown; product ID: bi71000144, lot number: unknown; product ID: bi71000503, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.